Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient experienced syncope with a heart rate in the 30 bpm range and pacing inhibition due to right ventricular (rv) oversensing. It was noted that the device was programmed to vvi 80 at the time of this occurrence. During the lead revision procedure no anomalies with the rv lead were observed, however the boston scientific sales representative stated that there was not a lot of time to visually look at lead prior to laser extraction as the temporary pacing lead was accidentally knocked out of place, leaving the pacemaker dependent patient with no pacing therapy. A rv lead fracture was suspected and the lead was ultimately extracted with a laser. The physician also elected to explant the device since it had reached its elective replacement time. Both the pacemaker and rv lead were sent to hospital's pathology department. No additional adverse patient effects were reported and the investigation is complete at this time.